Manufacturer narrative:
(B)(4) h3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument to impact the implant, it fractured during the procedure. There was no harm or foreign body retained by the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 the following sections were corrected: d1; d4 visual examination of the returned product identified some staining in the parts of the tip. Tip was returned in 3 pieces. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. The tips of the impactors switched are epoxied, and therefore not to be disassembled for sterilization. However, it is unknown if this contributed to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.